Manufacturer narrative:
Reference code nx056z. Device name as vega ps tibial plateau, cemented t3+. Serial number n/a. Batch number 52128662. UDI device identifier (B)(4). UDI production identifier (B)(4). Basic UDI-di n/a. Unit of use UDI-di (B)(4). Manufacturing date 2015-04-13. Ref.code device name batch: nx042 patella 3-pegs p2 52259408, nx033z as vega ps femoral comp.cemented f6n r 52204662, nn264z as tibial obturator d14mm 52218381, nx130 vega ps gliding surface t3/3+ 10mm unknown. Investigation: no product at hand. Therefore an investigation at the product is not possible. Pictorial documentation: there are no pictures available. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all available lot numbers and the products found to be according to our specification valid at the time of production. There are 3 similar complaints against the same lot number: 52259408. (All registered as involved components). There are 2 similar complaints against the same lot number: 52218381:(all registered as involved components). Explanation and rationale: in the light of the little information received and due the circumstance that we did not received the complained devices it is not possible to determine a root cause for the mentioned failure. Corrective action: for this topic (vega loosening) a product safety case (psc) was initiated.

Event description:
It was reported that there was an issue with a vega knee components. As a result of having the product implanted the patient has experienced knee pain, swelling, difficulty walking, and loosening and instability of the implant. The primary surgery occurred on (B)(6) 2016 and the revision surgery occurred on (B)(6) 2017. All available information has been provided at this time, if additional information becomes available the complaint will be updated accordingly. The adverse event / malfunction is filed under reference xc ) (B)(4). Involved components: nx042 (universal patella p2), nx033z(ps femur cemented f6n rt), nn264z(tibial obturator d14mm, l7mm), nx056z(ps tibia cemented t3+), nx130 (ps pe insert t3/t3+, 10mm). Associated medwatches: 2916714-2020-00476, 2916714-2020-00477, 2916714-2020-00478, 2916714-2020-00480.